Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, the atrial lead would not enter the atrial port. The header screw was retracted and no obstruction was noted in the port. Mineral oil was applied to the lead and with some force the lead was implanted successfully. No adverse patient effects were reported.